Event description:
Pt (patient) found down unresponsive at home unknown amount of time, CPR and acls (cardiopulmonary resuscitation and advanced cardiac life support) done. Was placed on a vent at the hospital that passed the pre use tests, was logged, and had the pass sticker on the vent. Patient was intubated on ventilator, transferred to CT (computed tomography) scan, and the ventilator alarmed that that the flow sensor stopped working and that it was not all the way pushed in. Respiratory therapist corrected the alarm. Then there was another alarm that the safety valve was open. Patient was taken off of the first vent, and bagged until put on another vent. Total time 30 seconds. The vendor was unable to determine if the evq (electronic verification questionnaire system) failure was electrical or if the respiratory therapist correcting the alarm caused the failure. The vendor sent the piece off to the engineers to see if they are able to determine the cause. They ran multiple tests with the sequestered ventilator on site, for a total of 9 reports. The remainder of the tests were okay. The vendor is puritan bennet medtronics covida. Have digital copies of all the tests, and the logs and a picture of the ventilator that this form would not accept.